Event description:
It was reported on (B)(6) 2016 that the patient had an MRI and the device was not programmed off prior to. The patient then passed out during the MRI. The physician is unsure if the fact that the vns was left caused the patient to pass out but may be related to the vns stimulation. The MRI facility was informed of the recommendation to disable the device prior to performing a MRI. The patient does not have a history of fainting. The device is functioning normally.